Event description:
The customer reported to customer service that she has pain while pumping on one side. She feels the breast shield does not fit correctly.

Manufacturer narrative:
The customer reported to customer service that she was experiencing pain on one side while using the 24mm breast shield. Customer service provided the customer with a 36mm breast shield and advised the customer to contact a lactation consultant. A medela clinician spoke with the customer, the customer stated that she was treated by a physician who prescribed an antibiotic for an infection. This was not termed mastitis and she displayed no classic mastitis symptoms, just localized redness on her nipples. The customer has completed the course of antibiotics and changed to the larger breast shields, all symptoms have resolved. It cannot be definitively concluded that the pump caused or contributed to the customer's infection.